Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, dilaudid, lioresal and sufentanil at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient tried to give herself a bolus but was unable to because the ptm showed code 8476, which indicates a motor stall. The caller stated she hadn't heard a pump alarm. The patient was advised to contact their doctor right away. No further complications were reported.